Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode due to event que overflow. The device was reprogrammed, and the patient was stable with no adverse consequences.